Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified iliac artery. A 10x100mm absolute pro self-expanding stent system (sess) felt resistance from the anatomy but was advanced to the target lesion successfully, and the stent was implanted. The delivery system faced resistance with the anatomy during removal, and the proximal shaft separated. The device was simply withdrawn, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the proximal shaft of the 10x100mm absolute pro self-expanding stent system (sess) did not separate, but the shaft jacket was the portion that separated. No portion of the device remains in the patient. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The difficulties were unable to confirmed due to the condition of the returned device. It should be noted that the absolute pro instruction for use, states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. In this case, the difficulties encountered resulting in removing with force were related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to procedural circumstances. It is likely that the resistance during advancement and removal was due to interaction with the heavily calcified lesion. Additionally, during removal against resistance, the shaft jacket damage occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified iliac artery. A 10x100mm absolute pro self-expanding stent system (sess) felt resistance from the anatomy but was advanced to the target lesion successfully, and the stent was implanted. The delivery system faced resistance with the anatomy during removal, and the proximal shaft separated. The device was simply withdrawn, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.